Event description:
The peritoneal dialysis (pd) patient's caregiver stated that during the fill phase of pd treatment the liberty cycler started to leak from the cassette door. The caregiver stated that the cassette would not latch on to the safety clamp. The caregiver also reported that the patient received a m31 air detected in cassette the previous night. The cycler was replaced.

Manufacturer narrative:
A clinical evaluation was performed. During a follow-up call, the pd nurse stated that there was no complications or infections as a result of this incident and the patient continues on continuous cycler peritoneal dialysis (ccpd). The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was performed and there was no evidence of dried fluid. A simulated treatment was performed and there was no noted problems or failures. The cycler passed a mushroom head check. Further evaluation found no device malfunctions that would have caused the reported fluid leak event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.